Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement. The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty capacitor. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced and the device passed all subsequent testing. Following the repair, calibrations were completed for preventative maintenance and the unit was returned to the customer to be placed back into service. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.